Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after switching back from another insulin pump, with fingerstick glucose as low as 54 mg/dl and continuous readings trending low despite food intake and a standard meal announcement; the user believed the system was delivering too much insulin, and the device reduced and suspended insulin as designed when trending low. Symptoms included feeling irritable. Outcomes included self-treatment with oral glucose and observation in the emergency department hallway without medical intervention or hospitalization. Investigation included a review of device behavior as reported by the user and counseling on checking meal history and algorithm actions. Investigation of this case revealed no confirmed device malfunction and that insulin delivery reduction and suspension occurred in response to low trends. It was concluded that the cause of the hypoglycemia was unclear and that the event was resolved with oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.